Event description:
The facility reported an infusion pump with failure code 812:02. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep no pt injury and no medical intervention had been reported.